Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the sapien valve was positioned 60/40 aortic, but landed in a 90/10 aortic position, resulting in a moderate paravalvular leak (pvl). It was decided to implant a second sapien, which was deployed 50/50. Echo revealed trace pvl and the thorocotomy was closed using standard surgical technique. The patient left the room in stable condition. Additional information revealed the patient had mild native valve/leaflet calcification, and moderate aortic root calcification. The patient's ejection fraction was 60%. There was good coaxial alignment of the valve and delivery system, and good image intensifier angle. It was indicated, however, that there was a slightly obstructed angiographic view from the retractor, and there was slight aortic movement of the delivery system during deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the malpostion appears to be a combination of factors, including too aortic positioning prior to deployment, physician's obstructed view on angio, as well as slight movement of the delivery system upon deployment. In addition, the patient's preserved ejection fraction could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.